Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. No injury or medical intervention was reported.